Event description:
On 12/03/1998, the facility's director, surgical services informed the manufacturer's representative via telephone and a faxed report of the following: the catheter would not go down the 8 french introducer (kit should have contained a 10 french introducer). Another kit was opened and the introducer from the second kit was used. The device from the first kit was inserted and the introducer from a second kit was used to complete the procedure. No further details are available.